Event description:
The customer reported that while raising a pt's bed, the IV pole tipped by mistake and hit the mount release lever and the monitor released and fell on the bed, however it did not strike the pt.

Manufacturer narrative:
The customer reported that while raising a pt's bed, the IV pole tipped by mistake and hit the mount release lever and the monitor released and fell on the bed, however, it did not strike the pt. Philips is in the process of obtaining additional info regarding this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B) (4).